Event description:
The customer reported that a patient's measurement dropped below the lower limit and did not generate an audio or visual alarm.

Manufacturer narrative:
The customer stated that in 2009, and at about 08:00 pm, a patient in ccu, had his spo2 measurement dropped below the lower limit (limit setting unknown) and the mp 70 monitor did not generate a spo2 red desat alarm. The customer suspects/claims that the end user turned off the spo2 alarm; however, the customer cannot confirm this information. The customer stated that a patient death did occur. The customer does not believe that the monitor contributed to the patient's death. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.